Manufacturer narrative:
Evaluation: a lens work order search was performed and no similar complaints were found within the work order.

Event description:
The reporter stated the surgeon inserted an micl 12.1 implantable collamer lens but the lens would not unfold. The surgeon added more viscoelastic and was able to unfold the lens in the patient's eye. But the lens unfolded upside down and was removed within the same surgery with no patient injury. There was no enlarged incision or sutures. Another same type/size lens was implanted. The patient is doing very well.